Event description:
The customer contacted beckman coulter inc, (bci) in regards to an erroneously elevated accutni (troponin I) result in the risk stratification range for one patient. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample it was within the risk stratification range. The initial erroneously elevated result was reported outside the laboratory. The patient was admitted to the hospital due to the elevated accutni results. A heart catheterization was performed on the patient due to the elevated result. Physician is now concerned with renal damage due to the contrast used during the procedure as patient has history of renal impairment.

Manufacturer narrative:
A bci field service engineer (fse) was not dispatched for this event. The fse did not evaluate the device. The customer indicated that they found the sample on the analyzer completely clotted. The sample was not allowed to clot for a sufficient amount of time before centrifugation. Customer error is the root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 through (B)(6) 2010 for additional reportable events.